Event description:
It was reported that within a couple weeks of implant, the lead exhibited a loss of sensing and capture. The physician attempted to reposition the lead, but encountered difficulty when attempting to retract the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on the proximal conductor (not obstructed), as well as the distal end of the electrode. The outer insulation was breached/cut, and the inner insulation was kinked/buckled. The lead appeared to have been stretched and exhibited apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The inner insulation was kinked buckled, and the outer insulation was breached cut. The lead appeared to have been stretched and damaged at implant. The analyst noted that the lead was received with the helix retracted, and that although the lead was damaged from implant, it still functions within specifications.

Event description:
It was reported that within a couple weeks of implant, the lead exhibited a loss of sensing and capture. The physician attempted to reposition the lead, but encountered difficulty when attempting to retract the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.